Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited inappropriate shocks due to oversensing. The physician elected to perform an invasive procedure. During the procedure the patient expired.